Event description:
The pt reported not being able to adjust stimulation. Pt reported a loss of symptom control. Pt was not able to communicate with the implanted device. The device was implanted 5 years ago. The pt visited the hcp. The pt had the device replaced. The pt is no longer having problems with the system.

Manufacturer narrative:
(B) (4).